Event description:
Reoporter with tachycardia, anemia, sjogren's syndrome, shortness of breath, chemical sensitivity, rash, muscle weakness, fatigue, chronic pain/fibromyalgia, breast pain, irritable bowel syndrome, and fungal infection. Not all symptoms developed right away, they developed slowly from 6/87 through 10/92. These symptoms led to over 100 diagnostic dr appointments and dozens of tests. These implants replaced an earlier set removed for capsular contracture.